Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aortic repair, the rel46 reliant balloon catheter was unable to be withdrawn through the non-mdt sheath after inflations. The catheter was seen stretching under pressure. The physician attempted multiple removals, moving the device to different locations in the body to change the angle, and pulling negative without the flow valve. Eventually, the decision was made to remove the balloon with the non-mdt sheath from the body and insert a new sheath. The endovascular aortic repair continued as normal after the rel46 was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device evaluation summary: the shaft had been cut proximal to the balloon prior to device return. Balloon folds were expanded on device return. It was not possible to attempt withdrawing the balloon through an in-house sheath due to the cut shaft. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported that there was no damage noted to the he reliant balloon or packaging prior to use. The balloon was inflated 3-4 times during the procedure with recommended pressure following the instructions for use (IFU). There was minimal tortuosity and no thrombus/ calcification noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.